Event description:
Complaint alleged that while attempting to defibrillate a pt during cardiac surgery, the device did not discharge via internal handles. Complainant indicated that the clinician obtained another set of internal handles to continue treating the pt. Subsequently testing by biomed found the unit shut down after the third test shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.